Event description:
The air mattress had deflated on it's own while the plug in place. As the result, the resident slid underneath the railing of her bed. She was found, her rt arm hanging on the rail her head caught between the mattress and railing, her feet on the floor. Resident, is non-ambulatory, unable to set up on own.